Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient who had an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that a couple of months after it was put it, it was removed. The patient believed it was removed within 6 months. The patient believed it was all removed due to infection. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.